Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and menorrhagia ("increased bleeding during menstruation.") In a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concurrent conditions included vulvitis, status asthmaticus and psoriasis. Concomitant products included fluconazole and metformin. On (B)(6 )2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced loss of libido ("low sex drive"), mood swings ("extreme mood swings") and alopecia ("thinning hair / hair loss"). On (B)(6) 2016, the patient experienced diabetes mellitus ("diabetes"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches,"), abdominal pain lower ("lower abdomen pain"), uterine cyst ("cysts on the outside of my uterus"), uterine enlargement ("uterus enlarged") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017 total hysterectomy (uterus and cervix removed) and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia had not resolved, the loss of libido, mood swings, headache, diabetes mellitus, abdominal pain lower, uterine cyst, uterine enlargement and endometriosis outcome was unknown, the alopecia, cystitis, urinary tract infection and vaginal infection had resolved and the migraine and weight increased was resolving. The reporter considered abdominal pain lower, alopecia, cystitis, diabetes mellitus, endometriosis, headache, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, uterine cyst, uterine enlargement, vaginal infection and weight increased to be related to essure. The reporter commented: essure 305 the right tube was cannulated with 5 trailing coils of the implant remaining in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Laboratory data, concomitant drugs were added. Updated suspect drug indication. Events low sex drive, extreme mood swings, thinning hair / hair loss, bladder infection, urinary tract infection, vaginal infection, migraines, headaches, weight gain, diabetes, lower abdomen pain, cysts on the outside of my uterus, uterus enlarged and endometriosis added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and menorrhagia ("increased bleeding during menstruation.") In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concurrent conditions included vulvitis, status asthmaticus and psoriasis. Concomitant products included fluconazole and metformin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced loss of libido ("low sex drive"), mood swings ("extreme mood swings") and alopecia ("thinining hair / hair loss"). On (B)(6) 2016, the patient experienced diabetes mellitus ("diabetes"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches,"), abdominal pain lower ("lower abdomen pain"), uterine cyst ("cysts on the outside of my uterus"), uterine enlargement ("uterus enlarged") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (28jul2017 total hysterectomy (uterus and cervix removed) and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia had not resolved, the loss of libido, mood swings, headache, diabetes mellitus, abdominal pain lower, uterine cyst, uterine enlargement and endometriosis outcome was unknown, the alopecia, urinary tract infection, migraine and weight increased was resolving and the cystitis and vaginal infection had resolved. The reporter considered abdominal pain lower, alopecia, cystitis, diabetes mellitus, endometriosis, headache, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, uterine cyst, uterine enlargement, vaginal infection and weight increased to be related to essure. The reporter commented: essure 305 the right tube was cannulated with 5 trailing coils of the implant remaining in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-apr-2019: pfs received, outcome of the event hair loss, infection and migraine have been updated to recovering / resolving. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.